Event description:
Per the clinic, on (B)(6) 2011, the patient experienced a dislodged magnet subsequent to sustaining a blow to the head. Explant and reimplantation is planned but has not taken place at the time of this report (B)(4) 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with a new device. Correction: the correct serial number of the explanted device is (B)(4).